Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, there was a hole in the white pulse wire from the trunk cable, shorting the wire to the dn pca. The cause of the messages was the shorted pulse wire. The root cause for the shorted damaged pulse wire could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving excessive "adjust belt" messages.